Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a skin irritation was confirmed. A us distributor reported that a patient had skin breakdown under the right breast by the armpit in a skin fold. The area was described as raw skin that is open with white tissue exposed. The irritation is not seeping or infected, but it is sore and does itch. The patient reports the vest is too tight, causing the rubbing against the skin. The patient's affected irritation is being cleaned, dried, and also having a cream applied to it while he is in the hospital. The patient was also was not wearing the lifevest in the hospital, but instead is on telemetry. During a follow up, the patient reported that the irritation has improved.